Event description:
Cutting wire on an endoscopic sphincterotome fractured during an ercp. This is the second time has happened with this design in dr's hands and the fourth time it has happened at the hospital in the past year. Recent complaints to boston scientific/microvasive have been met with reassurances that the problem was lot specific. The problem is not apparently lot specific, as at least two lots of instruments have been involved. On the first occasion in dr's hands, the lot number of the sphincterotome with a fractured wire is unk as the product wrapper was discarded. On this case the wire on the papillitome impacted in the wall of the duodenum and had to be removed by snare. No perforation occurred. Today's event was breakage of a sphincterotome wire from catalog number 4504 lot number 5518706. The exact product name is "microvasice rapid exchange cannulating sphincterotome". The upn is m00545050. Expiration date: 04/2005.